Event description:
It was reported that the patient underwent a sleep study for apnea. The device was programmed off for the sleep study and it was decided to leave it programmed off. It was reported that the sleep study was inconclusive and the relationship between vns therapy and the sleep apnea is unknown. Clinic notes dated (B)(6) 2013 listed sleep apnea under active problem list. Clinic notes dated (B)(6) 2013 noted that the patient had a phrenic nerve injury (B)(6) 2011 and he experienced choking as well as voice changes. It was noted that the patient suffered a fall within 10 days of surgery and tried to yank at the vns in the throat area. It was noted that on (B)(6) 2012, the patient underwent an opsg which showed desaturations with almost every time the vns system stimulated. It was reported that the device was programmed off prior to the next sleep study which still showed significant mild to moderate apnea/hypopnea which wasn't much different from the prior study. It was noted that it still seemed that the patient had many more nighttime arousals with the device programmed on. The device was programmed off on (B)(6) 2012 and has never been turned back on. It was noted that the vns may cause sleep apnea sometimes at the normally accepted pulse width. It was noted that the physician and patient's mother would like to have the device programmed back on.